Manufacturer narrative:
The device was discarded by the user facility and is not available for eval. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that the white cap of the suction tip of the interpulse handpiece fell out and into the surgical site during a knee procedure. The surgeon found and removed the cap and the procedure was completed with no pt or user injuries, and no adverse consequences.